Manufacturer narrative:
There are two failed devices, failed on the same day, from the same lot, returned by the customer for the issue of probe damage. These devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the teflon pad of the device was separated and missing at the grasping section. There is metal exposed. In addition, contact mark was observed at the probe and at the h-electrode. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for the evaluation of the issue of probe damage. There is no harm reported to any patient. Upon evaluation of the returned device, it was observed that the teflon pad of the device was separated and missing at the grasping section. There is metal exposed. This medwatch is being submitted for the reportable issue of the separated and missing teflon pad with exposed metal observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe damage error occurred due to contact with a non-insulated area of grasping section. The following step-by-step scenario likely caused the event: the wear of the tissue pad is likely a result of activating ¿ seal & cut¿ output while grasping nothing with the grasping section and the probe tip, or repeated activation of the output after a transection of tissue. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the probe damage error and the contact marks on the non-insulated area of the grasping section and the probe. The coating of the grasping section can come off when dirt such as burn is scraped off with something hard. This following information is included in the instructions for use (IFU): "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating."; "when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation."; "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities."

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 27-oct-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the legal manufacture. Please see updates to h6 "type of investigation" and h4.